Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the issue was with the main station rather than the auxiliary station. The field service engineer (fse) removed the back panel and identified faulty boards in main drawers 1.1 and 1.2. The fse replaced both drawer controller boards to resolve the issue. After reconnecting the auxiliary cable, the fse confirmed that the medstation powered on without errors and verified that drawers 1.1 and 1.2 opened and closed properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen remained black and would not power on. Attempts to reboot the device, unplug it, and try different power outlets were unsuccessful, and the issue persisted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the screen remained black and would not power on. Attempts to reboot the device, unplug it, and try different power outlets were unsuccessful, and the issue persisted. There were no adverse events or injuries reported based on this event.